Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received seven inappropriate treatments. The device was started up at 19:46:00 on (B)(6) 2023. At 00:20:41 on (B)(6) 2023, an arrhythmia was detected. ECG shows nsvt. At 00:21:18, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock was nsvt transitioning to sinus rhythm @ 60 bpm. At 00:22:09, an arrhythmia was detected. ECG shows af with rvr @ 190 bpm. At 00:22:48, the patient received the second inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 200 bpm. Post shock was sinus tachycardia @ 130 bpm. At 00:27:05, an arrhythmia was detected. ECG shows af with rvr @ 190 bpm. At 00:28:29, the patient received the third inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 200 bpm. Post shock was af with rvr @ 200 bpm. At 00:28:56, the patient received the fourth inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 210 bpm. Post shock was sinus tachycardia @ 100 bpm with pvc¿s. At 00:29:44, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with nsvt. At 00:30:39, the patient received the fifth inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm self-converting to sinus bradycardia @ 50 bpm with pac¿s. Post shock was sinus rhythm @ 70 bpm with pac¿s. At 00:31:15, the patient received the sixth inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm with pvc¿s and a pause. Post shock was af with rvr @ 150 bpm with pvc¿s. At 00:31:42, the patient received the seventh inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm with pvc¿s. Post shock was sinus bradycardia @ 50 bpm with pvc¿s. The device was shut down at 00:37:43 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.